Event description:
It was reported that a pt experienced difficulties maintaining inflation with five (5), cuffed tracheostomy tubes. The size and/or type is unknown. Limited info regarding the event, pt and device usage/maintenance. There was one (1) pt involved and no reported injury. The devices are not available for return.